Manufacturer narrative:
(B)(4). The carefusion tech will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator gave motor fault and was inoperative. No pt involvement.